Manufacturer narrative:
As reported, the 66 y/o male patient was brought back for right hip pain. The bone scan suggested a loose cup. The femur was dislocated, and the femoral head removed. The stem was checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. The cup was checked and found to be well fixed. It had already been revised one time before on (B)(6) 2016 elsewhere. There is no information from that revision only that it was revised to a novation multi-hole cup with 4 screws and the +7 head. The patient received a g5 xle novation extended liner and a new cobalt chrome head. There was no breakage of a device or surgical delay/prolongation. X-rays received. The devices are not available for evaluation due to patient requested implants. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
Reported via legal notification. The patient has filed a short-form complaint. The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required "to undergo revision surgeries due to severe, pain, swelling, and instability" due to "wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries." Because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of a polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, it cannot be confirmed on the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products:¿ biolox delta option femoral head 40mm od (cat# 170-40-50 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 66 y/o male patient was brought back for right hip pain. The bone scan suggested a loose cup. The femur was dislocated and the femoral head removed. The stem was checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. The cup was checked and found to be well fixed. It had already been revised one time before on (B)(6) 2016 elsewhere. There is no information from that revision only that it was revised to a novation multihole cup with 4 screws and the +7 head. The patient received a g5 xle novation extended liner and a new cobalt chrome head. There was no breakage of a device or surgical delay,prolongation. X-rays received. The devices are not available for evaluation due to patient requested implants.